Manufacturer narrative:
During preventative maintenance of the autopulse platform (sn (B)(6)), functional testing could not be performed because the device displayed an empty battery upon powering on. The root cause of the observed issue was a failed pdb (power distribution board). The autopulse platform powered on during functional testing but displayed an empty battery. The platform was tested with multiple batteries, but the message persisted. The pdb board was then replaced, and the message disappeared. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During preventative maintenance of the autopulse platform (sn (B)(6)), functional testing could not be performed because the device displayed an empty battery upon powering on. No patient involvement.